Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smart assist system. Section: warnings & cautions: cautions. ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Event description:
The user facility reported patient had a cp pump placed to support the high risk cardiac procedure patient. The pump was placed and allowed for the angioplasty and was explanted at just over 1 hour of support. The placement was complicated by plaque in the native anatomy. The vessel required vascular repair and stented with a self-expanding stent. Flow was resolved and patient survived the harm.